Event description:
The service and repair department documented that the plastic venting area is chipping off. No surgical issues reported. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records for this lot has been requested. Placeholder.

Manufacturer narrative:
The item was received with the plastic vent chipped off. The item was returned due to cosmetic damage, motor failure was found during inspection. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The motor, membrane switch/flex circuit, and circuit board were replaced as well as all applicable components. There are no known ncrs associated with this part and lot number. This item was repaired on october 4, 2013 and returned to the customer on october 7, 2013.

Manufacturer narrative:
A service history of the past three years has been performed. As a result, the item has not previously been in for service. Therefore no service history review can be performed. Information relevant to the current complained issue is not found.

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product conformed to all requirements. No ncrs were generated during production.